Event description:
It was reported that the insulin pump had absence of no delivery alarm. Customer stated that he changed his set before bed time and blood glucose was normal and woke up with blood glucose of 250 mg/dl. He administered bolus but blood glucose kept going up and has not come down. Customer's blood glucose was 358 mg/dl. During the troubleshooting customer changed his set and blood glucose went down to 344 mg/dl then 320 mg/dl before the call ended. The customer was advised to monitor the insulin pump and blood glucose and to speak with healthcare provider regarding the causes of his high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.